Event description:
It was reported that an artificial urinary sphincter (aus) cuff was tried but not used because it was defective. During the implant procedure, all of the components were prepped and then implanted in the patient. After all components were implanted functional testing was performed and it was found that the cuff abnormally inflated "like a balloon." The physician decided to removed the defective 4.5cm cuff. A new cuff was then unpacked and implanted in the patient. The device was then functionally tested and there was no problem. The incision site was then closed and the procedure was completed. Currently, there have been no problems with the patient. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. The cuff performed within specifications. The cuff measured 4.5 cm. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was tried but not used because it was defective. During the implant procedure, all of the components were prepped and then implanted in the patient. After all components were implanted functional testing was performed and it was found that the cuff abnormally inflated "like a balloon." The physician decided to removed the defective 4.5cm cuff. A new cuff was then unpacked and implanted in the patient. The device was then functionally tested and there was no problem. The incision site was then closed and the procedure was completed. Currently, there have been no problems with the patient. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.